Manufacturer narrative:
Investigation results: media review: media provided by the customer showed the guidewire and opticross entangled. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The avvigo screen turned black and did not show the vessel situation. It was noted that the opticross was coiled with the guidewires. The diagonal guidewire was able to be removed with the opticross. The procedure was completed with another of the same device. There were no patient complications and the patient fully recovered. It was further reported that the 76% stenosed lesion had 180-degree calcification.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The avvigo screen turned black and did not show the vessel situation. It was noted that the opticross was coiled with the guidewires. The diagonal guidewire was able to be removed with the opticross. The procedure was completed with another of the same device. There were no patient complications and the patient fully recovered.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The avvigo screen turned black and did not show the vessel situation. It was noted that the opticross was coiled with the guidewires. The diagonal guidewire was able to be removed with the opticross. The procedure was completed with another of the same device. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
Investigation results: media review: media provided by the customer showed the guidewire and opticross entangled. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of "cause not established" following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.